Event description:
The sister of a patient called to request stent cards and reported an adverse event. The patient had a cypher stent implanted in the proximal lad on and pproximately three years and nine months post index procedure, the patient experienced chest pain and the "stent was 85% blocked". As treatment an unspecified stent was placed inside the old stent. The patient was hospitalized and remained hospitalized at the time of this report but was later discharged in stable condition.

Manufacturer narrative:
This device is not available for testing and evaluation but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A (B)(6) male experienced restenosis approximately three and a half years post implantation of a cypher stent. The indication for the index procedure was chest pain, EKG changes and increased enzymes. Coronary angiography revealed a hazy, possibly thrombotic, 60-70% stenosis in the proximal left anterior descending (lad) adjacent to the first septal perforator. The lad is a 3.0mm caliber vessel that gives rise to a long 2.00mm caliber diagonal artery. There is a subtotal occlusion of a more proximal, very small diagonal artery. A 3.0x18mm cypher stent was implanted in the proximal lad with good angiographic results. Timi iii flow was reported. The small diagonal artery is jailed and remains widely patent as well as the first septal perforator. The patient has a history of cad. Intra-procedural medications included aggrastat and unfractionated heparin. The act was 227 seconds. Approximately three years and nine months later the patient experienced exertional angina. Coronary angiography revealed 80% stenosis in the mid lad, mild diffuse in-stent restenosis in the cypher stent in the proximal lad, and 40% stenosis in the first obtuse marginal. The rca has mild diffuse luminal irregularities. Re-pci was conducted and a non-cordis des (promus 2.75x15mm) was implanted in the mid lad and post-dilation was conducted. The origin of the jailed diagonal artery had a 70-80% stenosis at its origin due to plaque shift and kissing balloon technique was performed. The product remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing records could not be conducted without a lot number. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Based on the information provided, progression of the patient's cardiovascular disease may have contributed to this event. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.